Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power supply issue. A field service engineer swapped the power supply for the station. Tested every drawer and reseated the connections within the original power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).